Manufacturer narrative:
An unspecified failure was reported. The set was inspected for kinks, holes/tears in the tubing, and damages to the components. Visual inspection noted the male luer tip was broken off. Further inspection observed cracks along the top and sides of the collar and no stress or tool markings at the break site. No other issue was observed. Functional testing resulted in no leaking. It was observed that the set's male luer was broken. The root cause was identified as design of the male luer component. The device history record for model me2017 could not be performed due to no lot number being provided.

Event description:
An unknown failure was reported. Although requested, additional information was not provided.